Manufacturer narrative:
Lhrs were reviewed for both the packaged component lot (p/n (B)(4) lot 101048) and the implant lot (p/n (B)(4) lot 100932). No evidence was found to suggest that the implants or the packaged kits did not meet specifications prior to distribution.

Event description:
Broken crosstie implant was found in ecopak returned by rep. Details of case were received during a phone call with rep during which it was stated that failure was due to doctor applying too much shear force while trying to remove the implant from the inserter. Proximal piece of broken implant was successfully removed. Another crosstie kit was opened and successfully used.